Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were noted on the right ventricular (rv) lead and left ventricular (lv) lead. It was also reported that threshold measurements had been gradually increasing on the rv lead. The lv lead pacing configuration was reprogrammed which resolved the lv lead issue. A revision procedure will be performed on the pace/sense rv lead. It was indicated the revision was likely performed with a competitor. No adverse patient effects were reported as the patient was not pacemaker dependent.